Event description:
Revision surgery - due to fracture.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Manufacturer narrative:
See h2 and h11. Complaint has been evaluated and is similar to: 1644408-2018-00305; 114816, s801 - device cracked/broke, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
See d1, d2, d4, d10 and h11. Complaint has been evaluated and is similar to: <1644408-2019-00334; (B)(6), s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.